Manufacturer narrative:
The ca2 reagent lot number was 850567. The expiration date was not provided. The na electrode lot number and expiration date were not provided. The calibration and qc were within range. The customer performed washings, maintenance, and changed the electrodes. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 (ca2) assay and 1 patient sample tested for sodium (na) on a cobas 6000 c501 module. Sample 1 was tested for ca2: initial result: 3.6 mg/dl (accompanied by a data flag). Repeat result: 8.0 mg/dl. Sample 2 was tested for na on (B)(6) 2025: initial result: 160 mmol/l (accompanied by a data flag). Repeat result: 140 mmol/l. The samples were automatically repeated by the instrument.

Manufacturer narrative:
General calcium reagent and sodium electrode issues can be excluded since the calibration and qc data were within range. The field service engineer found crystals in the rinse station tubes and detected a broken tube. He replaced the rinse station tubes, cleaned the vacuum tank, and replaced the solenoid valve and the sample probes. The instrument was performing within specifications. The service actions performed by the engineer resolved the issue in a reasonable and commonly trained manner. No further issues were reported after the service visit. The root cause was consistent with a hardware-related issue.